Manufacturer narrative:
The returned sample was visually and functionally tested and passed testing. The irrigation and aspiration flow rates were within specification. The root cause of the customer's complaint could not be established. (B)(4).

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).

Event description:
A nurse reported that during a cataract surgery, aspiration was not working. The procedure was completed without harm to the patient by using an alternate system. The product sample was requested for evaluation. Additional information was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.